Manufacturer narrative:
The customer¿s report was confirmed. The set does not contain a back check valve, but the instruction documents that it does. The instruction/artwork has since been implemented as of (B)(6) 2019. The root cause is that the revised dfu/artwork had not yet been implemented into production as the engineering change request/order was still pending final approval.

Event description:
It was reported that the tubing was mislabeled. The labeling stated there was a back check valve, but the set did not have a back check valve. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing was mislabeled. The labeling stated there was a back check valve, but the set did not have a back check valve. Although requested, there were no further details or information provided and no report of harm.